Event description:
It was reported that during a stenting treatment procedure, the stent moved on the delivery balloon. Access was obtained via the femoral artery. The 75% stenosed, 3.5x15mm, eccentric de novo lesion being treated was located in the mildly tortuous, mildly calcified right coronary artery (rca). The lesion was predilated with a 3.5x8mm nc quantum balloon. The physician attempted to place the 3.5x20mm omega stent, but was unable to cross the lesion. Upon removal of the stent delivery system (sds), the physician identified the stent had partially come off the sds balloon. The procedure was completed with a 3.5x16mm omega stent. No patient complications were reported and the patient's status is ok. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an omega stent delivery system (sds). The balloon was tightly folded and the stent was secure between the markerbands. Three struts in the second proximal row and four struts in the first proximal row were stretched proximally over the proximal markerband. There was no other damage to the device. There was no evidence of any product quality deficiencies. The reported stent movement was confirmed as stent damage which extended past the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).